Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer experienced continuous elevated blood glucose (bg 400's mg/dl). Insulin injections and correction bolus were used to address bg. Pump system check was performed with tandem technical support (cts). Air bubbles were observed in the tubing, pump time was found to be incorrect, and insulin exiting cartridge tubing was insufficient. Cts assisted the customer with adjusting pump time to the correct time. Reportedly, customer reverted to using an alternate pump for insulin delivery.